Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during removal, the whole system came out. It was reported that it seemed that the anchor was not placed inside the artery. Manual compression was done with success. The patient was reported to be stable. Additional information was received on 3/21/2018. No blood loss was reported.

Manufacturer narrative:
One 6 fr angio-seal vip ous was returned for evaluation. The following components were returned: the hemostatic sheath mated with the carrier tube assembly, the arteriotomy locator, and a header bag. No other accessory components were returned. Visual inspection of the carrier tube assembly revealed the deployment sleeve was in the full rear locked position with the color bands exposed. The anchor was within the carrier tube assembly and hemostatic sheath at the distal end of the device. No other anomalies with the device were noted. The device was then subjected to functional testing. The deployment sleeve was returned to the rear holding position and moved into the forward lock position. The anchor was exposed. The deployment sleeve was moved into the full rear locked position and the anchor posted. The device deployed correctly without any issues. The angio-seal vip IFU states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." The complaint can be confirmed for pullout. The device was returned with the deployment sleeve in the full rear locked position. The device was deployed as part of functional testing, and the anchor and collagen were able to be deployed from the system. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip.